Event description:
Related manufacturer reference number: 2017865-2023-95073. It was reported that a patient presented with over-sensing noted on the right ventricular and right atrial leads. Both leads were explanted and replaced on (B)(6) 2023. Pt stable throughout.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.